Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), pregnancy with contraceptive device ("confirmed pregnant"), genital haemorrhage ("heavy bleeding"), and pelvic pain ("severe pelvic pain") in a (B)(6)-year-old female patient (gravida 3, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included normal delivery (live child) ((B)(6)), gravida ii and parity 3 ((B)(6)). Concurrent conditions included smoker and dysmenorrhea. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2011 for pelvic pain and abdominal pain. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), alopecia ("hair falling out"), tooth loss ("teeth falling out"), paraesthesia ("tingling of hands"), feeling abnormal ("brain fog"), menstrual disorder ("extreme menstrual changes \ caused or aggravated any psychiatric and/or psychological conditions "), abdominal pain lower ("constant/persistent abdominal cramping"), abdominal distension ("abdominal swelling"), vulvovaginal pain ("vaginal area pain"), migraine ("constant low-grade migraines"), fatigue ("fatigue"), disturbance in attention ("loss of ability to focus"), dizziness ("dizziness"), dry eye ("dry eyes"), dental caries ("dental decay"), pharyngeal oedema ("swollen throat"), dysgeusia ("metallic taste in her mouth"), dysmenorrhoea ("menstrual cramping"), toothache ("dental pain"), musculoskeletal chest pain ("stabbing in rib area"), headache ("headaches"), and back pain ("back pain"). The patient was hospitalized on (B)(6) 2014. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. Essure treatment was ongoing at the time of the report. At the time of the report, the abdominal pain, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, alopecia, tooth loss, paraesthesia, feeling abnormal, menstrual disorder, abdominal pain lower, abdominal distension, vulvovaginal pain, migraine, fatigue, disturbance in attention, dizziness, dry eye, dental caries, pharyngeal oedema, dysgeusia, musculoskeletal chest pain, headache and back pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered alopecia, feeling abnormal, menstrual disorder, paraesthesia, pelvic pain, pregnancy with contraceptive device ,tooth loss ,genital haemorrhage, abdominal pain, alopecia, tooth loss, paraesthesia, feeling abnormal, menstrual disorder, abdominal pain lower, abdominal distension, vulvovaginal pain, migraine, fatigue, disturbance in attention, dizziness, dry eye, dental caries, pharyngeal oedema, dysgeusia, musculoskeletal chest pain, headache and back pain to be related to essure. No further causality assessment were provided for the product. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be initiated as no batch number, or sample, provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: pfs received; reporter, patient historical condition, concomitant drug, concomitant condition added, lab data added, event added as follows:-genital haemorrhage, abdominal pain, abdominal pain lower, abdominal distension, vulvovaginal pain, migraine, fatigue, disturbance in attention, dizziness ,dry eye, dental caries, pharyngeal oedema, dysgeusia, dysmenorrhoea, toothache, musculoskeletal chest pain, headache, back pain. ¿essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma (B)(4), (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), pregnancy with contraceptive device ("confirmed pregnant"), device dislocation ("one coil migrated and is free floating"), genital haemorrhage ("heavy bleeding") and pelvic pain ("severe pelvic pain") in a 32-year-old female patient (gravida 3, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity (B)(6) 2008, (B)(6) 2010, (B)(6) 2015), multigravida and parity 3 (B)(6) 2008, (B)(6) 2010, (B)(6) 2015). Concurrent conditions included heavy smoker and dysmenorrhea. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2011 for pelvic pain and abdominal pain. On (B)(6) 2013, the patient had essure inserted. In may 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criterion hospitalization), device dislocation, genital haemorrhage, pelvic pain (seriousness criterion medically significant), alopecia ("hair falling out"), tooth loss ("teeth falling out"), paraesthesia ("tingling of hands"), feeling abnormal ("brain fog"), menstrual disorder ("extreme menstrual changes \ caused or aggravated any psychiatric and/or psychological conditions"), abdominal pain lower ("constant/persistent abdominal cramping"), abdominal distension ("abdominal swelling"), vulvovaginal pain ("vaginal area pain"), migraine ("constant low-grade migraines"), fatigue ("fatigue"), disturbance in attention ("loss of ability to focus"), dizziness ("dizziness"), dry eye ("dry eyes"), dental caries ("dental decay"), pharyngeal oedema ("swollen throat"), dysgeusia ("metallic taste in her mouth"), dysmenorrhoea ("menstrual cramping"), toothache ("dental pain"), musculoskeletal chest pain ("stabbing in rib area"), headache ("headaches") and back pain ("back pain"). The patient was hospitalized on (B)(6) 2014. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. Essure treatment was not changed. At the time of the report, the abdominal pain, pregnancy with contraceptive device, device dislocation, genital haemorrhage, pelvic pain, alopecia, tooth loss, paraesthesia, feeling abnormal, menstrual disorder, abdominal pain lower, abdominal distension, vulvovaginal pain, migraine, fatigue, disturbance in attention, dizziness, dry eye, dental caries, pharyngeal oedema, dysgeusia, dysmenorrhoea, toothache, musculoskeletal chest pain, headache and back pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, dental caries, device dislocation, disturbance in attention, dizziness, dry eye, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, menstrual disorder, migraine, musculoskeletal chest pain, paraesthesia, pelvic pain, pharyngeal oedema, pregnancy with contraceptive device, tooth loss, toothache and vulvovaginal pain to be related to essure. Diagnostic results: on (B)(6) 2011 patient underwent hysterosalpingogram resulted in she stated there was no possibility of being pregnant. She is on depo and is nursing. Due to these factors, her periods are irregular. Standard sterile technique was observed. The uterus was catheterized in the usual manner. It is eccentric to the right. There is an essure spring in the left lower quadrant of the abdomen overlying the left iliac crest. This is a third spring and appears to be orphaned. Contrast was injected into the endometrium and it does extend through the right tube beyond the right essure spring and into the peritoneum. Impression: 1. Non occluded, patent right tube with contrast spilling into the peritoneum. 2. Apparently orphaned essure spring in the left lower quadrant of the abdomen (B)(6) 2014 underwent ultrasound obstetrical and resulted in single intrauterine gestation identified in, with approximate 6 week size gestational sac present at central uterus. Yolk sac is seen, although embryo is not clearly delineated at this time. Viability of this pregnancy is therefore not established. Consider correlation with serial quantitation of hcg, and follow up ultrasound at I 0- 14 days or clinically appropriate time frame. On (B)(6) 2015 patient went for hysterosalpingography resulted in 1. The right fallopian tube is present. This contains no essure coil. 2. The left fallopian tube contains an essure coil and is completely occluded. 3. There is an essure coil which is free bloating within the peritoneal cavity. On (B)(6) 2015 hsg test: essure coils located within pelvis and one coil migrated and is free floating. Left fallopian tube is osculated. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Patient address was changed. Patient¿s unstructured relevant tests was added. Device dislocation was added as event. Essure insertion date was updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), device dislocation ('one coil migrated and is free floating') and device breakage ('my coils were broke') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity ((B)(6) 2008,(B)(6) 2010,(B)(6) 2015), multigravida and parity 3 ((B)(6) 2008, (B)(6) 2010, (B)(6) 2015). Concurrent conditions included heavy smoker and dysmenorrhea. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2011 for pelvic pain and abdominal pain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("confirmed pregnant"). On an unknown date, the patient experienced abdominal pain (seriousness criterion hospitalization), device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding"), pelvic pain ("severe pelvic pain"), alopecia ("hair falling out"), tooth loss ("teeth falling out"), paraesthesia ("tingling of hands"), feeling abnormal ("brain fog"), menstrual disorder ("extreme menstrual changes \ caused or aggravated any psychiatric and/or psychological conditions"), abdominal pain lower ("constant/persistent abdominal cramping"), abdominal distension ("abdominal swelling"), vulvovaginal pain ("vaginal area pain"), migraine ("constant low-grade migraines"), fatigue ("fatigue"), disturbance in attention ("loss of ability to focus"), dizziness ("dizziness"), dry eye ("dry eyes"), dental caries ("dental decay"), pharyngeal swelling ("swollen throat"), dysgeusia ("metallic taste in her mouth"), dysmenorrhoea ("menstrual cramping"), toothache ("dental pain"), musculoskeletal chest pain ("stabbing in rib area"), headache ("headaches") and back pain ("back pain"). The patient was hospitalized on (B)(6) 2014. Essure treatment was not changed. At the time of the report, the abdominal pain, pregnancy with contraceptive device, device dislocation, device breakage, genital haemorrhage, pelvic pain, alopecia, tooth loss, paraesthesia, feeling abnormal, menstrual disorder, abdominal pain lower, abdominal distension, vulvovaginal pain, migraine, fatigue, disturbance in attention, dizziness, dry eye, dental caries, pharyngeal swelling, dysgeusia, dysmenorrhoea, toothache, musculoskeletal chest pain, headache and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, dental caries, device breakage, device dislocation, disturbance in attention, dizziness, dry eye, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, menstrual disorder, migraine, musculoskeletal chest pain, paraesthesia, pelvic pain, pharyngeal swelling, pregnancy with contraceptive device, tooth loss, toothache and vulvovaginal pain to be related to essure. The reporter commented: between january and march of 2015 to have child. During the hsg imaging, two coils were located, one was observed in the left fallopian tube and the other located in top of my pelvis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: left fallopian tube is occulated. Diagnostic results: on (B)(6) 2011 patient underwent hysterosalpingogram resulted in she stated there was no possibility of being pregnant. She is on depo and is nursing. Due to these factors, her periods are irregular. Standard sterile technique was observed. The uterus was catheterized in the usual manner. It is eccentric to the right. There is an essure spring in the left lower quadrant of the abdomen overlying the left iliac crest. This is a third spring and appears to be orphaned. Contrast was injected into the endometrium and it does extend through the right tube beyond the right essure spring and into the peritoneum. Impression: non occluded, patent right tube with contrast spilling into the peritoneum. Apparently orphaned essure spring in the left lower quadrant of the abdomen (B)(6) 2014 underwent ultrasound obstetrical and resulted in single intrauterine gestation identified in, with approximate 6 week size gestational sac present at central uterus. Yolk sac is seen, although embryo is not clearly delineated at this time. Viability of this pregnancy is therefore not established. Consider correlation with serial quantitation of hcg, and follow up ultrasound at I 0- 14 days or clinically appropriate time frame. On (B)(6) 2015 patient went for hysterosalpingography resulted in the right fallopian tube is present. This contains no essure coil. The left fallopian tube contains an essure coil and is completely occluded. There is an essure coil which is free bloating within the peritoneal cavity. On (B)(6) 2015 hsg test: essure coils located within pelvis and one coil migrated and is free floating. Left fallopian tube is occulated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: sm received : events added- device breakage. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.